Event description:
It was reported that during implant of the implantable pulse generator (ipg) the patient experienced a pericardial effusion. The patient was coded for over an hour and passed away due to pulseless electrical activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.